Manufacturer narrative:
Corrected fields: h6 device codes.

Event description:
It was reported that this right atrial (ra) lead was explanted due to the physician cut the lead during a removal procedure. No replacement was performed. The device has been returned and is pending analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a partially extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities. Laboratory analysis determined that it was induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right atrial (ra) lead was explanted due to the physician cut the lead during a removal procedure. No replacement was performed. The device has been returned and was analyzed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to the physician cut the lead during a removal procedure. No replacement was performed. No additional adverse patient effects were reported.